Manufacturer narrative:
MFR received date: 01nov2019. The manufacturer's field service engineer could not confirm the reported event. The manufacturer's field service engineer was instructed by the customer to cancel this repair. The device was returned without any further evaluation. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date if event: (B)(6) 2019. Date if report: 14oct2019.

Event description:
The customer reported a ventilator that was inoperative. There was no patient involvement / harm.